Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connector was evaluated and replaced. The surge suppressor pcb connector was also repaired during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.